Event description:
It was reported that the patient presented for a device implant procedure, during the procedure, the right atrial lead exhibited high capture thresholds. The lead was removed and replaced during the same procedure on 16sep2021. The patient's condition was unknown.

Event description:
It was reported that the patient's right atrial lead exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2021. The patient's condition was unknown.